Event description:
It was reported by the rep that the (1) tlc75 and the (1) tcr75 were used during a bowel resection procedure. It was reported that after firing the original reload successfully a reload was placed in the tlc75 and was attempted to be fired across the small bowel. The instrument was fired and it was determined that the instrument cut but didn't staple. The surgeon gained control of the bleeding, put in a new reload, and fired the instrument successfully. The case was continued without problems. The extended or time was 10 minutes.